Manufacturer narrative:
Daughter reported that the patient was hospitalized (B)(6) 2018 for 2 days with the diagnosis of dka. Patient bg meter read high so the bg was interpreted to be >500. Patient states the v-go device was applied on (B)(6) and looked full on (B)(6) and appeared as if it did not deliver insulin. Patient daughter found patient not feeling well and disoriented. She gave patient an insulin injection by syringe when the bg meter read high and then the daughter took the patient to the hospital. The vgo the patient was wearing was discarded at the hospital. The case is limited in investigation due to the patient's recall of events. Patient has stopped v-go use and returned to insulin injections, no further information was available. The device was discarded so no evaluation was possible. Root cause cannot be determined from the information provided.

Event description:
Daughter reported that the patient was hospitalized (B)(6) 2018 for 2 days with the diagnosis of dka. Patient bg meter read high so the bg was interpreted to be >500. Patient states the v-go device was applied on (B)(6) and looked full on (B)(6) and appeared as if it did not deliver insulin. Patient applied a new v-go (patient could not recall the exact time but it was within 24 hours of initial application) and reported that she then had problems with v-go needle. Patient was unable to be more specific to explain what she meant by had problems. Patient daughter found patient not feeling well and disoriented. She gave patient an insulin injection by syringe when the bg meter read high and then the daughter took the patient to the hospital. The vgo the patient was wearing was discarded at the hospital. The patient's daughter verbalized that "at her age and condition the doctor should not have put her on this thing (vgo)". The case is limited in investigation due to the patient's recall of events. Patient has stopped v-go use and returned to insulin injections, no further information was available.